Manufacturer narrative:
A philips field service engineer evaluated the device. The following functional tests were performed: functional testing, operational testing, control test, and bezel test. Results of functional testing indicate the bezel button was not functioning. The equipment was evaluated onsite, confirming the button was not functioning when it was pressed. The bezel was replaced. The repairs were completed and confirmed to be full functionality. The device was returned to service. Based on the information available and the testing conducted, the cause of the reported problem was malfunctioned bezel. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the bezel button was not functioning. There was no patient involvement.